Event description:
The customer reported that they received erroneous results for one patient sample tested for ion selective electrode (ise) sodium and ise chloride. Of the provided results, the erroneous ise sodium value was determined to be a malfunction and was reported outside of the laboratory. All other results on the sample matched initial reported results. The sample initially resulted as 147 mmol/l for ise sodium. This initial result was reported outside of the laboratory where it was questioned by the physician. The sample was pulled and repeated on a different c501 analyzer on (B)(6) 2014. The repeat result was 131 mmol/l for ise sodium. The repeat result was believed to be correct and a corrected report was issued. The patient was not adversely affected. The ise sodium electrode lot number was x49 with an expiration date of 08/31/2014. The field service representative could not determine a cause. He indicated that the sample tube in question may not have been run with a rack insert, which could cause a sampling issue. He sated that the customer used "down time" tubes which are 13mm in size. The customer was asked to make sure that they are using the correct racks for 13 mm tubes. Quality controls were determined to be "good". The customer ran a patient comparison and all patients matched between both systems.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined. The chloride electrode in use on this analyzer was expired and this may have had an impact on the results.